Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the tip of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to have a crevice in the material. This observation was made during pre-op; therefore, the device did not make contact with the patient. A like device was opened and used to complete the scheduled procedure.

Manufacturer narrative:
D10: device available for eval: yes; product received on: 11may2018. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/ dimensional verification/functional test of the returned device were conducted during the investigation. Clinical assessment: photos from the customer and the returned device show the straightening cannula inside the device with a slit noted at the tip. At this time, the most probable cause of this event is manufacturing related. Customer returned one 7.0fr mac-loc catheter with stiffener and blunt stylet fully inserted. Mac-loc was returned in the opened state. Product appears unused - no biomatter. There is no surface damage on the shaft of the catheter. On the distal tip, there is a split in the catheter tubing. The stiffener and cannula were removed easily. There did not appear to be any damage to either component. The slit in the distal tubing is approximately 1mm in length. Trocar was also returned and inserted without issue. The trocar extends 4-5mm out of the cannula. The trocar extends 2mm from the tip of the catheter to the heel of the bevel. The cannula did not naturally extend past the tip of the catheter. However, it could be manipulated to be. The measurement results of the catheter indicated the device passed dimensional testing. Additionally, a document based investigation evaluation was performed. The appropriate manufacturing documents from the device master record (dmr) pertaining to the reported failure mode were reviewed, confirming no notable gaps within the manufacturing process. The catheter is inspected at 100% to verify the distal tip is free of nicks, splits and debris. A review of the device history record showed one non-conformance for two products having a bad/inadequate tip at the distal end of the device. Although this non-conformance is related to the reported failure, these products were noted to be scrapped before the lot was released. It should be noted there were no other reported complaints for this lot number. It could not be determined if the split in the device was present prior to or after insertion of the metal stiffening cannula into the catheter. Clarification was requested, however it was only known that the failure was noticed after opening the package and prior to patient contact. It cannot be determined with certainty what caused the split in the tip of the catheter, however it is more likely that this failure is manufacturing related. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. IFU states: ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, the examination of the returned product, the customer provided images, and the results of our investigation, the likely root cause has been determined as caused traced to manufacturing (manufacturing deficiency). We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.